Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection during a trial procedure. Physician believed that infection may have been caused by shaving and excessive heat. Antibiotics were prescribed. The patient had a lead pull and was doing well.